Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system patient was not crossing over from epic to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over from epic to pyxis. A technical support specialist (tss) referred to the issue of the patient missing on a bd pyxis¿ medstation¿ es and dialed into the es server to check the patient with the mrn given by the customer. The patient was showing as admitted and assigned to the correct unit and area. Upon verifying the patient details on the es server, no issue was found. The tss called the customer and spoke with a pharmacy representative, who mentioned that the issue had been fixed by their hospital information technology (hit) team. The hit team pushed a message from adt, and the issue was resolved. The customer gave permission to close the case. The system functioned as intended after the customer troubleshot the device.